Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference 2017865-2020-19504; related manufacturer reference 2017865-2020-19507; related manufacturer reference 2017865-2020-19508. It was reported that the patient discovered the pouch was infected months ago. The patient presented to the hospital with a fever where it was discovered the patient had bacterial infections. The physician reviewed the records and found nothing which might cause the pouch infection but attributes it to the long surgery. The implantable cardioverter defibrillator, right ventricular (rv) lead, right atrial (ra) lead, and left ventricular (lv) lead were explanted and not replaced. The patient was stable and stayed in the hospital for observation.

Manufacturer narrative:
Analysis was normal. No anomalies were found.